Event description:
It was reported that the patient was undergoing tracheotomy and there was a tracheal blockage asphyxia and had a life threatening impact on the patient. The tracheotomy tube was replaced.

Manufacturer narrative:
D4: UDI section is unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated. D3, g1,2 email is: (B)(6) no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.